Manufacturer narrative:
Visual and microscopic inspection confirmed the set screws of the crosslink have been stripped. The female hex edges have been deformed and roll over. Unable to tighten and loosen center nut. It appears to be cross threaded. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior fusion technique due to lumbar degenerative. Intra-op, the product was slippery. No patient complications were reported for this event.